Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use it was discovered that information is missing from 100 labels with a bd syringe 10ml ll 21ga 1-1/2in bil. The following information was provided by the initial reporter, translated from (B)(6) to english: at the time of the technical review, it is evident that one of the boxes does not have the product's technical (legislative) information label.

Event description:
It was reported that prior to use it was discovered that information is missing from 100 labels with a bd syringe 10ml ll 21ga 1-1/2in bil. The following information was provided by the initial reporter, translated from spanish to english: at the time of the technical review, it is evident that one of the boxes does not have the product's technical (legislative) information label.

Manufacturer narrative:
H.6. Investigation: photo received for investigation. One side of a box with product information and description is shown. This side of the box only contains the logo and the description of the product, the photograph sent by the client meets the criteria of the approved drawing for the reported batch. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.